Event description:
Boston scientific received information that this device had migrated. During the repositioning procedure, a tumor was found on the device and was removed. Since the procedure, the implant site was sore and the patient felt a burning sensation. Subsequently, the device was explanted as the skin around the device was eroding.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.